Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Updated information: revised for pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The patient has had an asr revision. Specific details regarding the report are unknown.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint -. Asr revision. Right hip. Claimsuite no via (B)(6). Asr hip resurfacing system - right. Reason(s) for revision: pain. Update: reason for revision, date of revision and hospital added per claimsuite alert received 19 may 2012. (B)(6) confirm (B)(4) is a duplicate of (B)(4). Update- updated hospital and original surgery date taken from claimsuite dated 17th november 2012. Update - amended original surgery date taken from claimsuite dated 1st july 2014.